Manufacturer narrative:
If implanted, give date: unknown/not provided. If explanted, give date: not applicable, as there was no indication that the lens was explanted. The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported in a comment responding to a social media video, that after the patient had an intraocular lens (iol) implanted in the left eye, the patient "had the tag done to them" and they "are still not right." The patient "can feel them." The patient now has dry eye as well and is on restasis. The patient reported that vision is still not clear intermediate or far away. The patient wants to exchange the iol for another brand. No further information is available.